Event description:
It was reported that the images appeared pixilated and out of sequence. The fse stated that the error logs showed a frame sync error, which would cause a loss of the live fluoroscopy image. This issue could cause the system to become unusable. There is no report of injury or death associated with this complaint.

Manufacturer narrative:
A ge representative evaluated the system and replaced the video controller board. The system operates as intended.